Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were recommended. No information regarding patient symptoms were reported.